Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) was confirmed.  Upon investigation the monitor failed a therapy electrode falloff test.  The cause for the failure was isolated to an overheated c19 capacitor. The c19 capacitor leaked liquid onto the ca board, causing multiple components to short, causing the failure. The root cause for the defective c19 capacitor could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient's monitor failed incoming testing.